Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number & expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, a drill bit fractured while in use. The fractured piece was discarded without patient injury or delay in the procedure.